Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Nurse reported via phone call that the customer was hospitalized on (B)(6) 2015. The customer experienced weakness, dizziness, nausea and vomiting. Blood glucose was 421 mg/dl. It was stated that the customer had high blood glucose since (B)(6) 2015. The settings were changed the week prior and customer had high blood glucose in the 500 and 600 mg/dl range in the last couple of days. It was stated that the customer has continuously been receiving weak battery and low battery alerts. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. Customer declined to check the settings and could not perform the high pressure test at the time of the call. It was advised a battery cap replacement would be changed and to change the entire set and battery and monitor the device.